Event description:
Baxter reports, "the connection between patient connector and silicon tube was loosen and almost disconnected." Noted during use. No patient injury or medical intervention was reported per baxter affiliate.